Event description:
A report was received that one day following device implantation the adaptors were removed and replaced because the adaptors prevented programming of the dbs to the correct frequency. Following the procedure, the patient was doing well. No further information is available.